Event description:
On january 13, 2020, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultramini meter read inaccurately erratic. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2020 at 10:54 pm when he obtained a blood glucose result of ¿249 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin nph (20 units in the morning, 25 units at noon, 30 units at night) and fast-acting insulin (correction dose based on blood glucose results). The patient claimed that in response to the alleged inaccurate result, he took 30 units of insulin nph and a correction dose of 6 units of fast-acting insulin. The patient stated that he began to eat dinner then started feeling ¿dizzy and low pressure.¿ in response to the symptoms, the patient claimed he tested his blood glucose with the subject meter and obtained a result of ¿149 mg/dl¿ then ¿passed out.¿ the patient reported that when he woke up, he tested his blood glucose with the subject meter using another vial of strips and obtained a result of ¿42 mg/dl¿ at 11:52 pm. The patient reported treating himself with liquid with sugar to raise his blood glucose and continued to monitor until he obtained a result of ¿150 mg/dl.¿ during troubleshooting, the csa confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. The csa noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking a correction dose of insulin based on alleged inaccurate result obtained with the subject meter.